Event description:
It was reported that during a da vinci s hysterectomy procedure, fragments from the megasuturcut needle driver instrument broke off and fell into the patient. All of the fragments were retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was broken at the distal idler with segments or strands of cable sticking out of the wrist. The segments obstruct the path of the grips from fully closing. No broken or loose fragments were returned from the customer. The idler pulley was not damaged. Per the information provided by the initial reporter, the broken instrument pieces were successfully retrieved from the patient.